Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause, treatment, and outcome of the peritonitis were not reported. Eleven days after the hospitalization, the patient was discharged from the hospital. Dianeal therapies were ongoing at the time of this report. No additional information is available.